Event description:
It was further reported that in (B)(6) 2012, the patient experienced recurrent chest pain and ECG was suggestive of anterior (septal) q-wave mi.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-06265. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification iiib) and was diagnosed as myocardial infarction. The patient was referred for cardiac catheterization. The 1st target lesion was a bifurcated in-stent restenosed lesion in the mid left anterior descending artery (mid lad) with 100% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x16mm promus element stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was an ostial in-stent restenosed lesion in the proximal left anterior descending artery (prox lad) with 100% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x20mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient¿s cardiac enzymes were noted to be elevated indicating a myocardial infarction. ECG was performed. The patient experienced ischemic symptoms. The event was considered resolved without residual effects and the patient was discharged.